Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a6, b6, b7, d1, d2, d4, d6b, e1, e3, g4, h4, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening on posterior side assessed as surgical damage. Additional observations: creases were observed. No further actions are required as the device was implanted

Event description:
Healthcare professional reported left side rupture. The device has been explanted.